Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for this patient who presented to the emergency room due to pre-syncopal symptoms resulting from ventricular tachycardia(vt). Review of the device data identified multiple attempts at shock delivery which had been aborted. Device interrogation identified codes 1004 and 1006 indicating a low shock impedance detected when attempted to deliver a shock and a high voltage detected on shock lead during a charge. An invalid charge time was also observed. A revision procedure was performed and the device and the competitive right ventricular (rv) lead were removed from service and replaced. It was noted that the no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the attempted shocks that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed product evaluation.